Manufacturer narrative:
Insulin pump received with excess glue on the reservoir tube threads and retainer. Unable to perform the displacement test and p-cap / reservoir will not lock properly due to excess glue on the reservoir tube threads and retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retention ring was broken. The customer¿s blood glucose was 5.1 mmol/l at the time of incident. The customer also stated that they tried to glue the retention ring back on reservoir compartment but there was a drop of glue fallen in the reservoir compartment and the reservoir was stuck. The insulin pump will be returned for analysis.